Event description:
Call received from invacare (B)(4) stating that the frame on the crft manual wheelchair is allegedly bent, causing the caster to rise off the floor. No improper use alleged. No injury.

Event description:
Call received from invacare (B)(6) stating that the frame on the crft manual wheelchair is allegedly bent, causing the caster to rise off the floor. No improper use alleged. No injury.

Manufacturer narrative:
(B)(4). Initial pr #(B)(4) issued MFR report #1525712-2012-01749 indicating the model # as crft. The correct model # is crfti. (B)(4) - no RMA has been initiated for this issue. Model crft, serial number/date code (B)(4) is approximately 3 years old. The owner's manual part number 1134872 rev c (may-09) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This incident was reported from and happened in the united kingdom. No additional information is available.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model crft, serial number/date (B)(4) is approximately 3 years old. The owner's manual part number 1134872 rev c (may-09), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed. This incident was reported from and happened in the (B)(6). No additional information is available.